Event description:
It was reported that the powered echelon psee45a was loaded with gst45g, the gun cannot complete full firing. Blade just advance for few mm then it stops. Surgeon reversed the blade to open up the jaw and open a new powered echelon gun.

Manufacturer narrative:
(B)(4). Batch #: t5ez0n. Additional information was requested and the following was received: is the current patient status known? Patient is well. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). No. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gst45g reload present. The reload was received fully fired, with the pan partially detached from the reload and with 6 double drivers missing and 1 double driver out of position. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.